Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 230 units of insulin during the load sequence. The customer re-loaded the cartridge to resolve the issue. It was reported that the customer experienced an elevated blood glucose (bg) level. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. Elevated bg was address with a correction bolus and a manual correction injection. Recommendation was made to consult with a healthcare provider regarding diabetes management.